Manufacturer narrative:
(B)(4).

Event description:
The complaint devicew as returned for evaluation. A visual inspection was performed and due to the sensor wire missing from the housing puck, the customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.